Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv0289 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining and flushing the catheter involved, fluids were extravasating from the insertion site. Normal saline kept extravasating when attempting to remove the catheter. Both blood and normal saline were extravasating when the catheter was withdrawn to 10 cm scale. A large transverse notch was found at the 13.5 cm of the catheter. No such problem had ever been found during catheter maintenance.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and appears to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large circumferential split was observed between the 13 and 14 cm depth markers, approximately 14.7 cm distal to the molded joint. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Additional longitudinal cracking and some whitening of the catheter material was observed at the corners of the split. The surface of the catheter material was observed to be less lustrous and somewhat wrinkled leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recv0289 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining and flushing the catheter involved, fluids were extravasating from the insertion site. Normal saline kept extravasating when attempting to remove the catheter. Both blood and normal saline were extravasating when the catheter was withdrawn to 10 cm scale. A large transverse notch was found at the 13.5 cm of the catheter. No such problem had ever been found during catheter maintenance.